Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential reading over a 5 to 10 minutes time frame on their precision xtra blood glucose monitor. The valves, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report to death, serious injury or mistreatment associated with this event.